Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in device inner surface and one opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one sharp opening and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening, and one opening striated of plug strap assessed as surgical damage.

Event description:
Patient and healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side deflation. Device has been explanted.